Event description:
It has been reported that device speakers are not functioning properly.

Manufacturer narrative:
Previously reported on pr (B)(4) with MDR# 3030677-2022-05115. Device investigation is pending the return of the device. Device investigation is housed within pr (B)(4).